Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable clamp tubing alarm was noted. It was also reported that the pump was silenced, reviewed and powered off. It was also reported that the user was advised to attempt to restart the pump but did not wasn't to remove the cassette. No patient consequences were reported. No adverse effects were reported.